Event description:
It was reported that during a colectomy procedure, during the intervention when making the colonic anastomosis, it was impossible to remove the security stapler while the latter was already connected to the anvil. A second stapler (same batch) was used with the same default, the operator had to introduce and do various manipulations without security. Note: after disinfection of the first clip that has been manipulated and stapling was possible. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by, ¿had to introduce and do various manipulations without security?¿ this is not clear. ¿after disinfection of the first clip that has been manipulated and stapling was possible.¿ ¿ was the cut line fully circumferential around the target tissue? What confirmation was received that the device fully fired? Were there staples seen in the surgical field? If yes, what was there shape? The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The safety functioned as intended and without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.